Event description:
It was reported that pt underwent total knee arthroplasty in 2007. Following placement of patella component, it was identified that the implant size was small not a size medium as indicated on the prod label. Prod was not removed from the pt.

Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.